Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was unable to reproduce the error at start-up. Shuttle transducer was functioning normally was -1 count of drive transducer. Fse replaced shuttle transducer as a precaution. Completed full checkout including all functional and safety tests as per manufacturer specifications. Released unit to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) showing electrical test fail#53 and fault at power up. There is no patient involved.